Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file was submitted for review, the log file captured a controller exchange on (B)(6) 2020. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log files. Review of the submitted log files revealed that they were downloaded from (B)(6). The log files contained approximately 72 days of data combined (29apr2020 ¿ 10jul2020 per the timestamps). The log files showed the driveline first being connected to the controller on (B)(6)2020, indicating that the controller that was previously in use was exchanged at this time. Prior to the driveline being connected, the data in the log file is consistent with the controller being the patient¿s backup controller. No log files from the controller that was exchanged on 25jun2020 were submitted for review. The system controller was not returned for analysis. Multiple attempts were made to obtain more information about the reported event, including the serial number of the exchanged system controller and the reason for the controller exchange; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section also informs the user to never exchange their system controller without having a trained, competent caregiver at their side to assist. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.